Manufacturer narrative:
Manufacturer's investigation conclusion: no device related issues were reported. The device was not returned for evaluation. Privacy laws prohibit the customer from providing further information regarding the case. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) (rev. A) lists the adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient underwent a heart transplant on (B)(6) 2023. The reason for transplant was unknown but was not thought to be device or therapy related.

Manufacturer narrative:
A2 - patient age/dob could not be provided. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.